Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 full height cubie was not on the bus. A field service engineer tested the drawer controller and confirmed it was within range and then replaced the pyxibus controller and configured the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6) .

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary that the drawer was failed and requires maintenance. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.